Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a sudden increase in pacing impedance and was now high. Noise consistent with a lead fracture was noted. The lead was reprogrammed and the patient was admitted to await lead replacement. Currently the lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.